Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced a fever, chills and increased abdominal pain. The patient had a decubitus ulcer in the lumbar/sacral region. The device system was explanted and replaced with a new one. The patient recovered without sequela. The medication being delivered via the device system was not reported.

Event description:
The type of medication being delivered via the device system was baclofen.

Event description:
Additional information received reported that the patient's initial pump was implanted in (B)(6) of 2005 and then was removed due to infection on (B)(6) 2009. The pump pocket was irrigated and the patient was started on antibiotics. The patient then received their second pump on (B)(6) 2010. The type of medication being delivered via the device system was lioresal. No further information was reported.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Additional information received reported in (B)(6) 2009 the pump was removed due to infection and in (B)(6) 2010 the pump and catheter were replaced. If additional information is received, a follow-up report will be sent.